Manufacturer narrative:
E1: patient city: (B)(6). Patient country:united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-june-2024, the patient report infusion set came off the next day after insertion. Infusion set was in use for 11 hours. No further information available.